Manufacturer narrative:
On february 13, 2024, mentor received additional information. The complaint device identity was updated with the following information: lot: 5754322, catalog: 3503380, expiration date: 6/10/2011, UDI: (B)(4), device manufacture date: 6/11/2007. A manufacturing record evaluation (mre) was performed for the provided lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 26, 2024, mentor received the device for evaluation. On february 27, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample, determined that the breast implant was found to be deflated. A tear is extended approximately 15 cm on the posterior view. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: january 25, 2024. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with an unspecified mentor saline breast implant. Post-operatively, the patient experienced a slow leak of her right prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal surgery on (B)(6) 2024.